Manufacturer narrative:
Concomitant products: dtba1d1 crtd implanted: (B)(6) 2016; 419588 lead implanted: (B)(6) 2009; 694765 lead implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. It was also reported that during laser lead extraction of the right atrial (ra) lead and left ventricular (lv) lead, the leads were severed and could only be partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.